Event description:
It was reported that syringe 10ml s/t bns had foreign matter in the syringe. The following information was provided by the initial reporter: material no. 301030 batch no. 9294337 & 0266280 it was reported that syringes have a kind of grease like lubricant on the rubber part.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 9294337, d4: medical device expiration date: 2024-10-31 h4: device manufacture date: 2019-10-21 d4: medical device lot #: 0266280 d4: medical device expiration date: 2025-09-30 h4: device manufacture date: 2020-09-22 h6: investigation summary three photos and three loose 10ml syringes (p/n (B)(4)) were received. The samples were visually evaluated. Silicone droplets were visible on the stoppers, and the inside of the barrels. The amount of silicone observed was acceptable per product specification. It appears that the reported "grease like lubricant" was silicone used in the manufacturing process. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since the samples received were within acceptable limits a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml s/t bns had foreign matter in the syringe. The following information was provided by the initial reporter: material no. 301030. Batch no. 9294337 & 0266280. It was reported that syringes have a kind of grease like lubricant on the rubber part.